Event description:
Reportedly, a 27mm mitral valve was explanted at implant due to regurgitation with central jet. Per the customer report, after implantation of perimount mitral 27mm and progressive turn off of cardioplegia, patient at decreased, pcp increased, impaired contractility of lv. Trans-esophageal ultrasounds demonstrated mitral regurgitation with central jet. The valve was explanted and replaced with other valve. Examination showed the cusps of valve not completely closed in the center.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is to be returned and is currently en route to the u.s. From europe. Preliminary photos as provided strongly suggest that this device was suture looped at time of implant which most likely caused the central regurgitation. A more extensive examination of the device will be completed when the device has been received in our evaluation laboratory.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits characteristic markings which indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down against commissure 3, thus leading to a gap at the coaptation region. Faint suture track was also detected at the free margin of leaflet 1 at commissure 1. No inconsistencies were noted in the x-ray as the wireform is intact. X-ray. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.